Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. During the procedure, visual examination of the right ventricular (rv) lead found signs of lead abrasion. Further lead testing revealed low pacing impedance on the rv lead. During last office follow up, this lead had exhibited impedance values within normal limits. The rv lead was capped and replaced with another rv lead on (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.